Event description:
Patient was airlifted to (B)(6) med ctr in (B)(6) from canada and the problem was found to be cadd tubing and not the pump at the hospital. Patient used 3 different tubings and all showed high pressure. Patient not using tubing. Patient did not have lot number at the time of reporting but will call back with missing information. Additional tubing being sent, unknown if patient admitted to hospital/adverse events. No further information provided, replacement tubing sent. Reported to (B)(6) by: patient/caregiver.

Event description:
Add'l info received for mw5088746: for previous report from 07/23/2019 tubing is not available but lot number was 3765290. Reported to (B)(6) by pt/caregiver.